Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was implanted in 2012 and it worked wonderful for 2.5 years. They no longer needed the ins due to their new job. After they stopped using their ins, they had "really bad night sweats and her intestines wanted to back up on her and cause issues". The patient reported they think their body was "fighting an infection of some sort and just trying to reject it". They then said in 2017, they "tore the cartilage in her shoulder when they did the surgery they relocated her tendons which tightened up the areas where her leads were and she started getting pinches and nerve sensations through her upper half of her body even though her ins was for her lower body". They further reported their body was reacting to the foreign object in them and since they weren't using their ins, they thought their body was "reacting in all different ways" and decided to remove the system within the past 6 months. The patient reported if their body doesn't think they are utilizing something then it makes them feel like they are dying everyday. They stated their healthcare professional said everything came out smoothly. No further complications reported/anticipated.